Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternative method of insulin delivery. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.